Event description:
The bed sent down for repair because of 'brakes will not lock'. Testing in shop found that casters rolled at 35 pounds of force. Specification is for 50 pounds of force. Stryker had installed brake recall repair kit last year .